Event description:
A pt was injected with radiesse dermal filler in the dorsum of the hands during a training session on (B)(6) 2010. The radiesse was mixed with lidocaine prior to injection. The pt developed edema, warmth, and hardness of both hands. The pt had not been instructed to elevate or rest hands after the injections. The pt was prescribed keflex and instructed to massage her hands.

Manufacturer narrative:
During a f/u with the clinic, the pt was seen again on 7/8/10 and the symptoms had resolved. The device history records for radiesse lot 1016953 were reviewed; all required testing specs were met prior to release and there were no abnormalities noted for this lot.